Event description:
It was reported that the device would not operate on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power module and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power module and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Follow-up data: physio-control further examined the removed power supply assembly where it was verified that there was only no ac operation. Physio determined that the cause of the no ac operation failure was an integrated circuit (ic) chip, designator ic1, of the power supply module which is located on the power supply assembly.